Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 180 mg/dl, 92 mg/dl, and 98 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated he is using a different lot of strips now and so no product will be returned for evaluation.